Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 598mg/dl. The customer experienced stomach ache, nausea, and headache. The caller stated that the infusion set was bent when it was removed from her body, but the insulin pump did not alarm no delivery. Troubleshooting was performed and the time and date were incorrect. Assisted the caller with correcting them. No further information was provided.